Manufacturer narrative:
Device received with intermittent button response due to flattened up and down button dome switch (creased). No button error alarm during testing. No unlocked lcd keypad connector. Device passed self test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump buttons were not working. The customer's blood glucose level was 222 mg/dl. Customer stated that her buttons were not working and when she called in she was told that the keypad was changed and there was nothing she could do about it so she did not call back. The customer's health care professional also stated that the insulin pump buttons were not working. They stated that the time on the insulin pump advanced. The insulin pump will be returned for analysis.